Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the customer¿s complaint of "trepan did not stop after perforation of the bone and therefore heavily damaged the subjacent dura" was not verified. This perforator met the test method acceptance requirements; proper engagement and disengagement were achieved with every drill hole and there was no erratic and poor cutting action. The device history records for the perforator was reviewed and all test and inspections associated with the assembly process met specification requirements. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The craniectomy was performed to remove a tumor and patient was fully conscious during the procedure. The trepan did not stop after perforation of the bone and therefor heavily damaged the subjacent dura. The injury of the dura was closed. It is not clear at the moment whether there will any further subsequent damages for the patient